Event description:
Boston scientific received info that the pt with this rv lead had a heart catheter procedure last week where the lead dislodged. A revision was performed and the lead was successfully repositioned. However, it was noted that when the rv lead was connected to the device, there was no pacing and the pt's rhythm was around 40 beats per minute. It was also noted that there was noise on both the rv lead and evoked response channel as well as the pacing impedance measurement on the rv lead had increased to above 2,500 ohms. The lead terminal pin could be observed through the header of the device and testing of all setscrews found they were operating normally. The physician elected to replace the device and all measurements were in normal range. No adverse pt effects were reported during the procedure. Additional info was reported that the pt died the next day. The physician believes that during the catheterization procedure, a dissection of a vessel, resulting in blood pooling which then lead to the pt's death. There were no allegations against the device or leads in relation to the pt's death. The lead will not be returned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.